Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken piece of the yaw pulley was missing because of breakage; the broken piece was not returned with the instrument. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. During visual inspection, we noticed that the conductor wire is broken. The grip yaw cable was also broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis; however, the results of the investigation are pending. Additional patient demographic information: body mass index (bmi): 34.6 kg/m2 with a height of 62 inches.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula was broken. A fragment fell into the patient and was retrieved during the same procedure. The surgeon later noted that the instrument is always inspected prior to use and appeared totally normal with no visible damage. The surgeon was unsure why the instrument broke, noting that it simply fell apart during normal use after approximately 10-15 minutes. Functionality was fine until the instrument fell apart when the angle was changed, as routinely done. The fragments fell into the patient's pelvis, but there was no collision with other instruments. During the instrument's removal, the wrist had to be straightened, which was challenging due to the offset of the distal part from the body of the instrument. The power was disconnected, the cable was cut to realign the instrument, and the left bipolar fenestrated instrument was used to facilitate removal. There was no resistance felt during removal, and no damage was noticed to the cannula. All fragments were retrieved, confirmed by comparing the removed pieces with a new spatula instrument and obtaining an x-ray. No additional surgical procedures were required, and the procedure was completed robotically without complications with a backup instrument. The patient did not return to the hospital for post-surgical complications related to retaining a foreign object.